Event description:
It was reported that pump had white screen alarm followed by error code 41100. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 9/11/2024. H3: h3: one device was returned for repair with complaint of white screen alarm followed by error code 41100. Service history review identified there was no indication that the complaint was related to a service of the device within the 12-month period. Review of event history found system fault 41100, verifying complaint. Visual and functional testing was performed, and the complaint was not duplicated. The cause of the reported issue was due to a depleted communication module battery.